Manufacturer narrative:
No damages were found with the cannula assembly that would result in leaking during wear. A leak test was performed, and no leakages were observed along the entire fluid path. The exposed portion of the soft cannula was found to be flattened and stretched. The damage did not prevent fluid from exiting the distal tip of the soft cannula. The cause and timing of this damage is unknown. The device generated an 0x6a hazard alarm indicating occlusion during runtime (threshold exceeded, not at end of bolus). The batteries and sma wires were measured to be within specification. The cause of the occlusion alarm could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A malfunction was found in the investigation for the original report of pod leaking during wear. The investigation observed a damaged cannula. It was also reported that the patient's blood glucose level rose to 18 mmol/l (324 mg/dl) while wearing the pod at the infusion site (arm) between 5 and 24 hours. As treatment, a new pod was applied.